Manufacturer narrative:
The customer did not return the suspected product. As the serial # of the affected meter was not provided, a device history record could not be reviewed.

Manufacturer narrative:
No information was captured in section , since the customer's weight was not provided. The initial reporter did not provide their contact details, so no information was captured in section , except the country of origin. Since the reporter did not provide the product details, device serial # and model # were not captured . Since the device serial # was not provided, device manufacture date could not be determined.

Event description:
A pharmacist reported that the customer alleged to have purchased a contour next meter in us and found that the meter was reading in mmol/l. When the customer went for her regular doctor appointment, the blood glucose readings on the meter were around 33 mmol/l, which caused the doctor to be concerned about the low readings, since he did not realize that the readings were in mmol/l. The doctor tested the customer's blood glucose with another meter and obtained readings displayed as "hi", which was indicative of reading above the measurement range. The customer experienced hyperglycemic symptoms such as thirst and frequent urination. Due to the high readings, the customer was hospitalized and was given 10-12 units of insulin. The meter is not expected to be returned for evaluation. The pharmacist did not provide the product details.